Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. In this case, it is most likely that the surgical procedure or the patient¿s native valve disease contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case edwards received information from the implant patient registry that a 24mm 5200 mitral ring was explanted after an implant duration of two (2) years, six (6) months, and three (3) days due to mitral regurgitation. The 24mm ring was replaced with a 25mm 7300tfx valve. Through medical records, it was learned that the mitral native valve was noted rheumatic and pannus was around the ring as well in the left atrium. The anterior and posterior leaflets were excised as well as the chordal apparatus. Patient's tricuspid valve was repaired with a 26mm mc3 ring. Post-operatively, patient was in satisfactory condition. Through pathology report, the posterior and anterior leaflets was identified as fibrosis of valve tissue. The pannus specimen was identified as valve-like tissue with minimal chronic inflammation.

Manufacturer narrative:
Additional manufacturer narrative: provided expiration date and manufactured date.